Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratch/cut reaching the adhesive layer on the acoustic lens could not be determined, however, the issue was likely the result of impact stress during user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; elevator channel plug is loose; due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; grip has a scratch; suction cylinder has discoloration; forceps elevator lever has a scratch; scope body has a crack; due to deformation of scope connector, water tightness is lost; scope connector is deformed; the coupled charging device (ccd) unit is the position of ccd cable limited length for repair; electric connector has corrosion due to water leakage; electric connector is dirty due to water leakage; ccd-flexible printed circuit (fpc) is dirty due to water leakage; cover joint is sticky due to water leakage; scope connector has corrosion due to water leakage; acoustic lens has a scratch which reaches to the glue-layer; objective lens has a scratch; adhesive around objective lens has wear; adhesive on bending section cover or distal sheath rubber has wear; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; due to wear of angle wire, the play of right, left knob is out of the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to damage on condenser unit, the insulation resistance between evis and ultrasonic connector does not reach the standard; ultrasonic connector is sticky due to water leakage; and universal cord has buckling. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope acoustic lens had a scratch which reaches to the glue-layer and deep cut, lifting part on the probe unit that reached to the hard part under the pink probe coating. There were no reports of patient involvement.